Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that during an open heart surgery and the application of blood cardioplegia has been noticed that the pressure at which the cardioplegia is being delivered is passing above 250 mmhg. This was able to be noticed as in this particular center, they do not rely only on the set's integrated valve, but also measure additionally the pressure. If the customer was not measuring the pressure, there was a risk of rupturing the patient's vessel due to the high pressure. There is no contribution from the patient's anatomy side. Use of device was unspecified. The patient is alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the device used for monitoring the pressure is not a medtronic device, as per the hcp, there has not been a malfunction in it. And there was no flow issue reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: the device was replaced to complete the procedure additional information b5: medtronic received additional information that the devices are supposed to vent once the pressure in the line exceeds a certain threshold. None of them has worked once the threshold has been reached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device showed no outward signs of any damage. The device is designed to open at a low pressure of less than or equal to 15 mmhg or 0.29 psig. The device opened at approximately 670 mmhg or 13 psi. The reason for the return was confirmed. Correction h6 (patient codes (ime/annex e)), h6.1 (device codes (fdd/annex a)), additional codes imf (annex f) health impact: these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction/ additional info b5: medtronic received information that during use of a custom tubing pack, it was reported that during an open heart surgery and the application of blood cardioplegia has been noticed that the pressure at which the cardioplegia is being delivered is passing above 250 mmhg. This was able to be noticed as in this particular center, they do not rely only on the set's integrated valve, but also measure additionally the pressure. If the customer was not measuring the pressure, there was a risk of rupturing the patient's vessel due to the high pressure. There is no contribution from the patient's anatomy side. The device was used to complete the procedure. There was no adverse patient effect or injury associated with this event. Additional info b5: medtronic received additional information that there is no injury caused by the malfunction of the medtronic¿s product. The malfunction has not been provoked due to the patient¿s anatomy. There was no clot issues. Correction b1: this report is for product problem only correction h1: this report is for reportable malfunction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.